Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge clinical support specialist reported that the issue was determined to be a patient issue and not an iabp related issue. The facility's biomed confirmed that the issue was patient related. (B)(6).

Event description:
It was reported that while transporting the patient from cath lab to unit the cardiosave intra-aortic balloon pump (iabp) had a very irregular rhythm with lots of pvcs, the iabp was working but not capturing all complexes; counting heart rate in 30¿s when monitor shows 90-110 range. The iabp additionally alarmed augmentation below limit set; this was resolved by resetting the iabp. There was no patient harm or injury to patient and no adverse event was reported.